Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung cancer. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a slight dust like contaminate on the top enclosure, keypad, rear panel, bottom enclosure, the interior of the ui (user interface) panel, and the blower motor. The blower motor also had device was missing the accessory module flip door, sd card, and the philips pollen filter. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device.hairlike fibers on it. Potential no clean flux on the sd (secure digital) card slot on the pca (printed circuit assembly). The device was missing the accessory module flip door, sd card, and the philips pollen filter. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam. Pil is unable to directly address the symptom specified. There were 0 errors were logged.